Event description:
The customer reported clenz cleaner solution leaked from the left side of the instrument and onto the counter while attempting to perform system startup involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. Patient results were not impacted. There was no patience consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) removed a blockage from the pressure port that drains pinch valve vc26 and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).